Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that the tip of the wire broke off inside the patient. The physician was able to snare it out.

Manufacturer narrative:
The suspect medical device has been returned for evaluation. The device was visually and microscopically investigated. The complaint is confirmed. The root cause could not be determined however, it is likely that significant force was applied to the device during clinical use. The device history record was reviewed, and two exception documents were identified. A search of the complaint database was performed and no similar complaints for this lot number were identified.